Event description:
It was reported that review of saved episodes on a remote transmission noted 60-cycle noise on both the atrial and ventricular electrograms with inhibition of right ventricular pacing and inappropriate detection of ventricular tachycardia (vt)/ ventricular fibrillation (vf) episodes. No high voltage therapy resulted. The patient is reported to have been sitting on the edge of a pool at the time of the episodes and felt dizzy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935, implantable tachy lead, implanted: (B)(6) 2010; 5076, implantable pacing lead, implanted: (B)(6) 2008. (B)(4).